Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, (B)(4). Description: infinion 1x16 perc lead kit-50 cm

Event description:
A report was received that the patient's x-ray result showed possible hardware failure. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's hardware failure was related to a fusion with hardware he previously had which was unrelated to the ipg. It was noted that the patient's spinal cord stimulator will be explanted for MRI purposes so further testing could be done. It was also noted that no further course of action will be taken at this time.

Event description:
A report was received that the patient's x-ray result showed possible hardware failure. The patient will undergo an explant procedure.